Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline and user was unable to log in to the cabinet. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system required a power cycle to restore normal drawer adapter functionality, with no hardware defects identified. A technical support specialist assisted with performing a power cycle, monitored the drawer adapter status, and relaunched the application, restoring login access. The system functioned as intended after the technical support specialist troubleshot the device.